Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins had moved and was poking out on (B)(6) 2021. The rep redirected the patient to their hcp. No further co mplication was reported.